Event description:
Healthcare professional (hcp) reports two incidents of blood leaks with the af 220 dialyzer. Incidents occurred in 2000, and at different times during pt treatments. Blood leaks were noted with leak alarms and positive hemastix. Blood was not returned to the pts, with an estimated blood loss of 200cc per pt. Treatments were resumed with new disposables without further incident. No pt injuries or medical intervention reported per hcp.